Event description:
The customer reported that the system's connection between the c-arm and the monitor needed to be replaced because no images were displayed. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The connection between the c-arm and the monitor was replaced. The system was tested and found to be working as intended and put back into service.